Manufacturer narrative:
Based on the information provided, it was determined that the sub-optimal tissue processing reported was derived from the "biopsy" protocol started in retort b at 17:23pm on (B)(6) 2017, which comprised (B)(4) cassettes and completed successfully at 04:30am on (B)(6) 2017. Although not reported by the complainant, the quality of tissue processing in three (3) other protocols, may have been adversely impacted because the reagent in bottle 10 (ethanol) was used for the final dehydration step in each of these protocols. Investigation of this complaint found that the instrument functioned as designed during execution of the "biopsy" protocol started in retort b at 17:23pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. The root cause of sub-optimal tissue processing is a combination of the following two (2) use errors: at 05:39am on (B)(4) 2017, manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The ethanol concentration measured by the fss on (B)(4) 2017, after completion of four (4) protocols from which sub-optimal tissue processing may have been derived, was 81% and that calculated by the instrument software was 99%. The discrepancy between the two (2) concentrations suggests that bottle 10 (ethanol) may have been topped-up and not re-filled at 05:39am on (B)(6) 2017. Based on the concentration calculated by the instrument software and following completion of a total of (B)(4) cassettes, the ethanol concentration prior to commencement of the affected protocol was approximately 82%. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. A user loaded three (3) baskets of cassettes in a retort, although the instrument was configured with a maximum of two (2) basket retort fill level. As a consequence, the cassettes in the top basket in the retort would not have been covered by processing reagents for the entire duration of the "biopsy" protocol started in retort b at 17:23pm on (B)(6) 2017. The leica peloris/peloris ll user manual contains the following warning: "never place three baskets into a retort when the instrument is configured with a two basket fill level. If this occurs, reagent will not cover the top basket and tissue samples will be damaged."

Event description:
Leica biosystems received a complaint regarding "underprocessed specimens" in approximately 115 samples which started on (B)(6) 2017. The laboratory attempted to reprocess the tissue samples using the cleaning cycle, and "upon last processing was unable to pump alcohol in was stopped with wax/alcohol mix". On (B)(6) 2017, a leica field service specialist (fss) visited the laboratory and measured the ethanol concentration in bottles 5 and 10 inclusive, using a hydrometer. The fss documented that the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all bottles with the exception of bottle 10, for which the measured ethanol concentration was 81% and the calculated ethanol concentration was 99%. The fss was advised that the quality of tissue processing from two processing runs in retort a were considered acceptable and the sub-optimal processed tissue was derived from the "biopsy" protocol started in retort b at 05:23pm on (B)(6) 2017, which comprised (B)(4) cassettes. The laboratory also advised the fss that three (3) baskets with tissue samples were placed in retort b and the instrument is configured to a two (2) basket retort fill level; (B)(4) cassettes were re-processed using the cleaning cycle at 07:13am on (B)(6) 2017; the "biopsy" protocol which completed in retort a at 10:27am on (B)(6) 2017, were also affected due to the configuration of the basket retort fill level; and that three (3) baskets with tissue was in the retort configured to two (2) basket fill level. On 07 july 2017, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.